Event description:
Primary tubing at distal port leaking back out of port. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Waiting for their response.